Event description:
The customer stated that his usb device was not working as it was not being found in his new computer. The customer stated he had been receiving low blood glucose readings and this was the reason he wished to get the information from his carelink uploaded. Assistance was provided and the customer stated it seemed to be working. Troubleshooting was offered and declined for the customer's blood glucose of 28 mg/dl, as the customer stated he did not think it was an issue with his insulin pump. It was found that the insulin pump had the wrong date. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.